Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including renal cell carcinoma.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 77-year-old patient with a 3300tfx25mm valve implanted in the aortic position underwent a valve-in-valve procedure after three (3) years and eleven (11) months due to calcification and degeneration. This led to bulky restricted leaflets, severe stenosis, increased gradients, and trivial regurgitation. The mean gradient was 60-75mmhg, the peak gradient was 100mmhg, and the valve area was 0.49. The velocity averaged 4.3m/sec and reached a maximum of 5.2m/sec. The patient presented with shortness of breath. A 26mm transcatheter valve was implanted within the pre-existing surgical device.